Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a cracked screen on the ilet after pausing insulin and placing the device on a charger, after which the touchscreen could not be unlocked despite multiple attempts; the device alerted for high and low glucose, and the user managed glucose using backup therapy while continuing dexcom cgm use. Symptoms included hypoglycemia, with the lowest glucose reported at approximately 40 mg/dl and potentially below, and hyperglycemia earlier in the day. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included case intake, troubleshooting and education, and arrangement for device replacement with instructions to back up data, shut down the device before return, and resume therapy on the replacement. Investigation of this case revealed a damaged display and loss of touchscreen functionality consistent with a hardware screen failure of the user interface component that impeded normal operation. It was concluded, based on previously established findings for similar reports, that device damage due to physical impact or stress was the most likely cause.